Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the bag broke while they retrieved a portion of the stomach. All of the pieces of the bag were retrieved by the physician. There was no patient injury.